Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried body fluid was present around the helix. Additionally, stretched coils were noted approximately 205 mm from the terminal end. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this implantable lead was an attempted implant due to the inability of the helix to retract despite multiple attempts. A replacement lead was implanted without further incident. No adverse patient effects were reported.